Event description:
It was observed that during the device evaluation, the videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the connecting tube had a dent. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had a chip. The up/down knob had a scratch. The forceps elevator knob had a scratch. The forceps elevator lever had a scratch. The adhesive around the light guide lens was peeled. The plastic distal end cover had a scratch. The connecting tube had a scratch and a wrinkle. Due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity could not be obtained. The objective lens had discoloration and a scratch. Switch 1 had a scratch. The protector of universal cord on suction connector side had a scratch. Scope connector cover unit had a scratch. Right/left knob had a scratch. The paint on air/water cylinder was peeled. Switch box had a scratch. Scope cover had a scratch. The suction connector had a scratch. The universal cord had a scratch. The grip had a scratch. The control unit had discoloration. The control unit had a scratch. Due to dirt on objective lens, there was a lack of image on the monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the investigation results, the root cause of the event was unable to be identified. The foreign object could not be identified from the information obtained. From the information obtained, it is unclear whether the reprocessing was carried out in accordance with the instructions for use, so the cause of the foreign matter remaining could not be determined. There was no deformation where the foreign material remained. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.